Event description:
Doctor was placing a PICC line. When he removed guide wire, he noticed it was frayed at end. An x-ray was taken and showed that there was wire pieces left in pt. Pt was taken to surgery to remove the wire from the arm.

Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. As evidenced by the sample returned the guidewire has been damaged through use. The user should not pull back the guidewire over needle bevel as this may sever the end of the guidewire. The damaged incurred to the guidewire exhibits severe tensile elongation of the outer coils, separation of the center wire and a section of the wire has severed. The product IFU cautions the user to, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determined the cause of resistance before proceeding. The damaged incurred to the guidewire exhibits severe elongation of the outer coils and separation of the center core wire. The distal tip is missing and was not returned for eval. This appears to be a user technique issue. The introducer sheath/dilator and introducer needle were not returned for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.